Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no external damage. Customer?s reported issue was duplicated during start-up. The root cause of the reported issues was not determined. No noticeable external damage found to the battery or interconnect board. Actions taken to mitigate the reported issue: replaced battery and interconnect board. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that base hardware failure error and battery communication time out error events occurred. No patient injury reported.